Manufacturer narrative:
The display is broken due to a mechanical impact. The broken display cannot lead to misinterpretation of insulin amounts. The problem mentioned by the customer is related to mishandling of the product by the customer.

Event description:
On (B)(6) 2013, it was reported that some of the pixels in the upper left of the display on the patient's infusion device were not functioning. The patient stated that the area of the display that was not functioning could make misinterpretation of the data displayed possible. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.